Event description:
A vaxcel standard port was implanted for the infusion of therapeutic medication. During placement, the sheath dilator would not separate. Another device was used to complete the procedure.